Manufacturer narrative:
A review of the batch's device history record showed no anomalies. The retention sample from the reported batch was inspected finding that it was released in acceptable condition. To further support the evaluation, we tested the retained samples to try to replicate the conditions reported by the customer. Terragene found no loss of structural integrity, no seal compromise, and no anomalies in ink performance or label adhesion. The results obtained by the customer could not be replicated. No report of injury or delays in the process. No additional issues were reported.

Event description:
The customer reports that they used an verisure¿ steam type 5 migrating integrator w/ extender (73155) and, after sterilization, observed ink leakage (bleeding).